Manufacturer narrative:
"The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: after thoroughly investigation and review of received complaint samples it is clear the barrel is cracked and complaint is confirmed. Investigation conclusion: although machine already have crack barrel detection system so there may be possibility of crack barrel generation after detection system, as crack barrel is critical defect so following actions are proposed to avoid crack barrel defect. Syringe transfer mechanism changed from pneumatic to servo to reduce shock and for smooth transfer of syringe. Also awareness training is provided to all the concern associate to check the material frequently for effectiveness of change. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Root cause description: potential root cause is not identified for the defect but probable root cause may be that the syringe got stuck somewhere in transfer conveyer. Rationale: a CAPA is not needed at this time.

Event description:
It was reported the bd discarditii 5ml with 22x1leaked during use. The following information was provided by the initial reporter: verbatim: ¿crack found on dicardit 5ml 22g syringe."